Event description:
It was reported that 100 bd vacutainer® sst¿ ii advance plus blood collection tubes under filled or had low draw. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: it was reported that 100 bd vacutainer® sst¿ ii advance plus blood collection tubes under filled or had low draw. No serious injury or medical intervention was reported. Medical device lot #: 8100794. Medical device expiration date: 9/30/2019. Device manufacture date: 4/10/2018. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed. Evaluation/testing of the customer samples was performed and all samples met the required draw volume specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. However, bd had initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions were established and implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for low draw volume with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions were implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions were implemented.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes under filled or had low draw. No serious injury or medical intervention was reported.